Manufacturer narrative:
(B)(4). Batch #r5ap5a. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16 with a damaged cartridge and several drivers out of position. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It possible that handling by the customer could damage to the cartridge. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a radical gastrectomy for gastric cancer surgery, could not fire the device farther after fired 1/3 when severing gastric tissue on the second firing. Changed to a new device to complete the surgery. There was no patient consequence. No additional information can be provided.